Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the open position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) was not returned. A visual examination noted the support sheath is severed 4 mm past the mlla. There is a 5-mm gap with exposed coil between the points of separation. A kink was noted in the exposed coil. Kinks were also noted in the basket sheath at 1 cm from the distal tip of the support sheath and again at 2.5 cm from the distal tip of the support sheath. A functional test noted the handle does not actuate the basket formation. The device history record was reviewed and noted there were three no non-conforming items found during manufacture. Two items were identified with seal, package, incomplete and one other item with component, displaced in package. A review of complaint history revealed this complaint is the only one associated with lot number 8164305. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Based on the provided information, the root cause cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(6). (B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported upon opening the package, the user attempted to close the ncircle tipless stone extractor basket by manipulating the handle but the basket would not close or move. Another device was utilized for the transuretheral lithotripsy procedure. No adverse effects or consequences were reported to the patient due to this occurrence.